Manufacturer narrative:
(B)(4).

Event description:
Edwards received notification from a field clinical specialist that a 9300tfx 23mm sapien xt valve, implanted in the aortic position for 6 years and 19 days, was failing due to unknown reasons and was being evaluated for potential thv in thv. However, the patient was reported to have expired before a treatment plan was decided. The cause of death remains unknown at this time. Per medical records, tte showed severe bioprosthetic aortic stenosis is now present and has mild transvalvular regurgitation, moderate to severe mitral insufficiency is now present, lver appears to have declined. Moderate concentric left ventricular hypertrophy. The 23mm sapien xt valve in aortic position is severely sclerotic with reduced excursion, mean gradient 89mmhg, aortic valve area (vti) 0.67 cm2.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed, and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be determined but may be related to the patients co morbidities and/or progression of the pre existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non conformance was identified during this investigation, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified during this investigation, no corrective or preventative actions are required at this time.